Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis of grade ii l5-s1 spondylolisthesis. For which, patient underwent l5-s1 transforaminal lumbar interbody fusion (tlif), percutaneous placement of pedicle screws from l5-s1, aspiration of bone marrow, posterior facet arthrodesis. Per op notes, surgeon performed a facetectomy at l5-s1 and was able to gain access into the disk space. Surgeon sized for 6 mm implant. Then placed some bone graft with bmp anterior to the cage and then placed some more bone graft with bmp within cage. Surgeon then placed a 6x11x30 mm cage with zero degrees of lordosis within the disk space at l5 and s1. Placement was confirmed on both ap and lateral fluoroscopic x-ray. Sterile dressings were applied. Patient tolerated the procedure well with no complications reported.

Event description:
It was reported that on (B)(6) 2010 patient underwent a facetectomy at l5-s1. She had complete desiccation of her disc space and did not remove any disc material. Implant was sized. Vitoss with bmp was placed to the cage and them within the cage. Tlif was continued on the left side. The biomet retractor was removed and jashidi needles were placed through with the pedicles and into the vertebral bodies at l5 and s1. The inner cannulae were removed and placed k-wires and removed the outer cannulea. (B)(6) 2010 three views of the lumbar spine were obtained post-l5-s1 fusion. Per results ¿post-surgical changes with posterior fusion at l5-s1. There is endplate erosion at this disc level, posteriorly at l5. There is slight medical medial angulation of the l5 right pedicular screw, which is also of questionable significance and might warrant MRI evaluation. Per MRI of the lumbar spine performed w/contrast: l1-2 through l4-5 there is normal alignment. Disc spaces have normal signal intensity and there is no compromise of the spinal canal or neural foramina. L5-s1 there are bilateral pars defect at l5 with associated anterior listhesis of l5 on s1 and severe disc disease. L5 has slipped on s1 by approximately 13-14 mm. This is not appreciably changed when compared to prior study on (B)(6) 2008. There is associated severe narrowing of both neural foramina. The canal is not significantly compromised. (B)(6) 2010 patient presents for CT scan of the lumbar spine with and without contrast which indicates 5 non rib-bearing lumbar vertebral bodies, anterior listhesis or l5-s1 with bilateral pars defects present. The listhesis is grade 1 with 13 mm of offset. Since the MRI, the patient has undergone posterior fusion with bilateral pedicle screw and rod fixation devices. The hardware is intact. There is some abnormal lucency around the right pedicle screw at l5. This is nonspecific and could be related to placement, loosening or infection. The remainder of the pedicle screws is unremarkable and the patient has undergone posterior laminectomy at l5 and s1. The right l5 pedicle screw which is the one that has abnormal lucency also takes a fairly medial course but does not contact any obvious neural structures. (B)(6) 2011 patient presented for thoracic spine series which indicate the thoracic vertebrae are of normal height and alignment. The upper thoracic vertebrae are poorly visualized on the lateral view due to obscuration by the patient¿s shoulders. The thoracic vertebrae are of normal height and alignment on the ap view. No definite bony abnormalities are seen with the exception of some subtle endplate spurring. CT of the lumbar spine was obtained and compared to prior study of (B)(6) 2010. Again is demonstrated evidence of posterior fusion with pedicular screws. There is sclerosis of l5 and s1 with complete loss of disc. There is anterolisthesis of l5 of about 16mm compared to 12 mm on prior study. Subjectively, this does appear to be slightly increased as well. There is endplate degenerative change present. There is what appears to be intervertebral spacer that is located posteriorly and on the left. This is unchanged from prior exam. The left pedicular screw is somewhat inferiorly positioned and appears to extend into the left l5-s1 foramen somewhat. There are fragments around the left pedicular screw. The screw is angled somewhat inwardly and extends across the lateral recess of the spinal canal. This is unchanged from prior exam. The s1 screws are anatomically positioned bilaterally. There is some bony reabsorption about l5 screws and fragmentation of the pedicles and adjacent facet joints. Unchanged since prior exam. The is virtually no l5-s1 foramen apparent on the left due to the fragmentation. (B)(6) 2011 CT of the lumbar spine was obtained and compared to a previous study. Results indicate the lumbar spine through l4 essentially unremarkable. There is some sclerosis in the mid l3 vertebra that is unchanged from prior study and nonspecific. At l4-5 there is anterolisthesis of l4. There is complete joint space loss at this level. There is sclerosis of both vertebrae and there is degenerative spurring around the anterolateral joint space. There has been a posterior fusion present with screws seen bilaterally at l5 and s1. The s1 pedicular screws are unremarkable. The l5 right screw extends to the superior endplate of l5 and extends across the lateral recess of the spinal canal. This is questionable significance but does not appear to interfere with l5 or s1 neural foramina. (B)(6) 2013 patient presents for a frontal view of the pelvis as well as frontal and lateral views of the left is obtained with no prior exam comparison. There is some hardware in the lower lumbar spine, and mild degenerative changes. (B)(6) 2013 patient presents for MRI of left hip without contrast which indicates, there is synovitis of the left hip and mild bilateral osteoarthristis of both hips, no evidence of a vascular necrosis or hip fracture, bone marrow signal changes suggest the possibility of bone marrow reconversion. (B)(6) 2013 patient presented for fluoroscopic guided hip injection no noted complications. (B)(6) 2013 per medical record ¿anterolisthesis at l5 with respect to s1 and there are bilateral screws and rods noted. The right l5 screws course medial to the right pedicle and through the right s1 lateral recess, severe left l5 foraminal narrowing at l5-s1 and the remainder of the disc are unremarkable. (B)(6) 2013 patient presented for 2 views of the pelvis which indicates some tibial and mild parellofemoral narrowing, and mild degenerative change. (B)(6) 2013 patient presents for MRI before and after IV contrast which indicated grade 1 l5-s1 listhesis with artifact from metallic hardware. No obvious nerve root compression is identified at the upper lumbar levels and no other changes from preoperative scan of (B)(6)2009. (B)(6) 2013 patient presented for total hip replacement. Per medical record ¿the hip is dislocated posteriorly. There were typical changes of osteoarthritis with sclerotic eburnated bone superiorly with flattening of the femoral head. There was a large thickened hypertrophic labrum.¿